Manufacturer narrative:
The following functional/diagnostic testing and communications were performed; the philips clinical consultant stated the cause of death of this dnr patient remains unknown. The engineer was onsite at the time and reviewed data at the central station, revealing extreme bradycardia and asystole alarms. There was artifact on some waveforms, likely related to patient movement due to agitation. The nurse had indicated the monitor was not working right but later clarified there were too many alarms, and the reported monitor issue did not affect the outcome in any way. The staff began CPR on the patient but halted CPR after an old dnr order was located in the chart. Review of the data revealed no malfunction. It was also confirmed from the philips technical consultant reviewed the alarm waveform that was available and stated that the alarms were not artifact alarms. Based on this information, there does not appear to be any device malfunction; however, a combination of alarm management and clinical workflow during use of the device may have been factors in the patient outcome. Based on the information available the cause of the reported problem was unable to be determined. The reported problem was not confirmed. The device remains in use at the customer's site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported following the code of a dnr patient, it was indicated the monitor was not functioning correctly. The cause of death of this dnr patient remains unknown. The engineer was onsite at the time and reviewed data at the central station, revealing extreme bradycardia and asystole alarms. There was artifact on some waveforms, likely related to patient movement due to agitation. The nurse had indicated the monitor was not working right but later clarified there were too many alarms, and the reported monitor issue did not affect the outcome in any way. The staff began CPR on the patient but halted CPR after an old dnr order was located in the chart.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.